Event description:
The customer reported that the paramedics were called due to low blood glucose of 20mg/dl, and her blood glucose was treated with an insulin drip. The customer's blood glucose reading at time of call was 136mg/dl. The caller mentioned that she changed the infusion set the nigh before and the paramedics were called the next day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.